Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg site due to change in sleeping position. Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was relocated. Stimulation was restored following the procedure.